Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did the clips fall from the jaws in this procedure? Yes. Have the clips dropped from the jaws of the device in other procedures? No. If so have the other events been reported to productcomplaint1@its.jnj.com? Which firing of the device did this event occur on? From the 3d clip. What vessel or structure was the device fired on at the time of the event? Cystic duct ¿ afterwards they changed the device. Was the clip fully advanced into the jaws prior to firing? Everything looked normal. Was there any torquing or twisting of the device present at the time of firing? Nothing. Was any unexpected resistance felt while firing the trigger? No, nothing. Were any unexpected noises heard? If so, when? Nothing. Did somebody other than the primary surgeon fire the instrument? If so, whom? Only the primary surgeon, dr. (B)(6) fired the instrument. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: in the event it stated that : moreover the surgeon reported that sometimes the clips fell off the jaws before being used on the tissue. Did the clips fall from the jaws in this procedure? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Did somebody other than the primary surgeon fire the instrument? If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when applying the clips, they didn¿t close properly and they fell from the tissue. Moreover the surgeon reported that sometimes the clips fell off the jaws before being used on the tissue. No patient consequences reported. Procedure was completed with same like device.